Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient inadvertently infused 17.7u insulin when priming while attached to the pump. Emergency services administered glucagon, as blood glucose (bg) was under 40mg/dl, and the patient was confused and unresponsive. There was no indication of pump malfunction. This complaint is being reported due to the hypoglycemia following the use error of priming while attached.